Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Revision surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. The concerned device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) 2019 the parents realized that there was no response when they called out to the user. The user previously always promptly answered when called by name. The user was not responding at all just with the right device. No fall, shock to the head, pain or redness at the implant site has been reported. The user was re-implanted. Despite requested, the concerned device could not yet been retrieved for investigation.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2019 the parents realized that there was no response when they called out to the user. The user previously always promptly answered when called by name. The user was not responding at all just with the right device. No fall, shock to the head, pain or redness at the implant site has been reported. The user was re-implanted.

Event description:
In (B)(6) 2019 the caregivers realized that there was no response when they called to the user. The user previously always promptly answered when called by name. The user was not responding at all just with the right device. No fall, shock to the head, pain or redness at the implant site has been reported. The clinic is deciding how to best proceed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019 the caregivers realized that there was no response when they called to the user. The user previously always promptly answered when called by name.